Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was implanted with high output threshold settings. During follow-up it was noted that the lv lead output had increased, and no change to program settings were made. The lv lead was re-positioned and remains in use. A new lead was implanted at the anterior-lateral position. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to earlier than expected battery depletion. No patient complications have been reported as a result of this event.